Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9790215, 510k #k042922 and UDI #(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: cervical spondylotic amyotrophy type of procedure or technique used: c3-6 anterior fusion it was reported that post-op, the screw of caudal side backed out two weeks after the surgery. Revision surgery occurred in which the screw was replaced.